Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the main half height drawer 3.2 was stuck. A field service engineer (fse) upon arrival no error icons present on screen. Fse logged into admin and ran the hardware test application. Opened and closed the drawer several times. During the final test, the area under the pockets was inspected and any debris found was cleared. No issues were found with the drawer. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was malfunctioning and was getting stuck. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.